Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a dirty plug unit, a dirty circuit board unit in the scope connector, a dirty control unit, and a burnt plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of the malfunction burnt plastic distal end cover was the use of high-energy treatment tool (high frequency) without ensuring a sufficient distance from the tip and also its cause was traced to be component failure. While the cause of the malfunction a dirty plug unit, a dirty circuit board unit in the scope connector and a dirty control unit could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.